Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the pump time was incorrect. Reportedly, the customer attributed the pump time being incorrect to a non-pump cause. The customer¿s blood glucose (bg) level was 49mg/dl. Customer addressed the bg by consuming carbohydrates. Tandem technical support assisted the customer with correcting the time and resumed insulin therapy.